Event description:
It was reported that pump experienced ongoing malfunction 9 code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via mdi. Customer did not require assistance from a third-party. Customer attempted pump reset with guidance from technical support, but malfunction recurred. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.